Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of leakage due to damage was received. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause of this failure was not identified as no product was returned. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free experienced leakage and damage/deformation. The following information was provided by the initial reporter: material no.: 2441-0007, lot no.: unknown. The nicu nurses were mentioning that lately they have had issues with item #45953 (buretrol IV administration sets). Apparently they have had this item leak on different occasions. Unfortunately they come to me after the fact and have not saved any faulty items for me. I believe our current product is a backorder item.